Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for evaluation. Based on historical data, the reportable malfunction possible causes are likely due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a root cause analysis could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope image was not displayed during preparation for use. There were no reports of patient involvement.